Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 error alarm in the alarm history due to history file was overwritten. No check settings alarm noted during our testing. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer was at work today and the alarm went off. Customer stated that the pump kept wanting to rewind. Customer went home and let it rewind. Customer tried to prime and got another motor error alarm. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer stated that he has a money clip with a magnet on it and he puts his pump in his pocket with the clip. Customer had a motor position encoder error alarm in the alarm history. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.